Event description:
It was reported that the omnilink elite stent delivery system (sds) could not advance through the introducer sheath. Another sheath was used but still the device would not advance. There were no adverse patient effects and there was no clinically significant delay in the procedure. Returned device analysis identified that the omnilink elite sds was returned frozen in the introducer sheath and guide wire. Returned device analysis identified that the stent outer diameter is out of specifications \[oversized]". No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.